Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2012 the (B)(4) representative at maquet (B)(4) reported a head error message on the rotaflow pump module serial number (B)(4) when the rpm was set to greater than 1000. (B)(4).